Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had done tests from ent and therapist which results her nerve in the inner ear is inflamed. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), fatigue ("fatigue") and vestibular neuronitis ("vestibular neuritis") with inner ear inflammation. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, fatigue and vestibular neuronitis outcome was unknown. The reporter considered fatigue, nausea, pelvic pain and vestibular neuronitis to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following ones reported via social media : vestibular neuronitis, inner ear inflammation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media case was received event vestibular neuritis, inner ear inflammation were added. New reporters were added. Patient notes added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had done tests from ent and therapist which results her nerve in the inner ear is inflamed. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea"), menorrhagia ("menorrhagia"), nausea ("nausea"), fatigue ("fatigue"), vestibular neuronitis ("vestibular neuritis") with inner ear inflammation, arthralgia ("joint pain") and hypertension ("high blood pressure"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, nausea, fatigue, vestibular neuronitis, arthralgia and hypertension outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, fatigue, hypertension, menorrhagia, nausea, pelvic pain and vestibular neuronitis to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: results of test - bilateral occlusion. Concerning the injuries reported in this case, the following ones reported via social media : vestibular neuronitis, inner ear inflammation. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : events added- abdominal pain, dysmenorrhea, menorrhagia, high blood pressure, joint pain. Reporter added, essure insertion and removal date updated, essure indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had done tests from ent and therapist which results her nerve in the inner ear is inflamed. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/extreme tummy pain"), dysmenorrhoea ("dysmenorrhoea"), nausea ("nausea"), fatigue ("fatigue"), vestibular neuronitis ("vestibular neuritis") with inner ear inflammation, arthralgia ("joint pain"), hypertension ("high blood pressure"), panic attack ("panic attack"), abdominal distension ("stomach bloat") and coeliac disease ("I have celiac"). The patient was treated with surgery (ablation for extremely heavy periods and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, nausea, fatigue, vestibular neuronitis, arthralgia, hypertension, panic attack, abdominal distension and coeliac disease outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, coeliac disease, dysmenorrhoea, fatigue, hypertension, menorrhagia, nausea, panic attack, pelvic pain and vestibular neuronitis to be related to essure. No further causality assessment were provided for the product. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: results of test - bilateral occlusion. Concerning the injuries reported in this case, the following ones reported via social media : vestibular neuronitis, inner ear inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had done tests from ent and therapist which results her nerve in the inner ear is inflamed. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/extreme tummy pain"), dysmenorrhoea ("dysmenorrhoea"), nausea ("nausea"), fatigue ("fatigue"), vestibular neuronitis ("vestibular neuritis") with inner ear inflammation, arthralgia ("joint pain"), hypertension ("high blood pressure"), panic attack ("panic attack"), abdominal distension ("stomach bloat") and coeliac disease ("I have celiac"). The patient was treated with surgery (ablation for extremely heavy periods and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, nausea, fatigue, vestibular neuronitis, arthralgia, hypertension, panic attack, abdominal distension and coeliac disease outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, coeliac disease, dysmenorrhoea, fatigue, hypertension, menorrhagia, nausea, panic attack, pelvic pain and vestibular neuronitis to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: results of test - bilateral occlusion. Concerning the injuries reported in this case, the following ones reported via social media : vestibular neuronitis, inner ear inflammation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received-new events : panic attack, stomach bloat and celiac disease were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea and fatigue outcome was unknown. The reporter considered fatigue, nausea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.